Manufacturer narrative:
Upon receipt of the customer complaint, kdl conducted an investigation that included retained sample testing and process review. Corrective and preventive action (CAPA) was initiated in a timely manner in accordance with relevant regulations and company documents to prevent recurrence of the problem.maintain complaint files in accordance with 21cfr part 803.18.

Event description:
A mckesson 30cc syringe that malfunctioned and allowed air to get into our patient's vein. Black stopper inside separated from the middle pull back base while in use. Patient complained of chest tightness and was observed for 2 hours and then to sent to ER.